Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen screen and constant vibration. The patient's blood glucose at the time of incident was 294 mg/dl. Troubleshooting was initiated for the vibration anomaly. The issue was not resolved; the device continued to beep and vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify frozen screen, battery out limit alarm due to blank display. No audio beep anomaly or vibration anomaly noted. No moisture damage on motor noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.